Event description:
It was reported that the patient presented in clinic for an unrelated procedure. During procedure, it was noted that the set screw of the patient's implantable cardioverter defibrillator (ICD) failed to be tightened and did not engage to connect a lead. The ICD was explanted and replaced. The patient was stable throughout.